Manufacturer narrative:
Evaluation codes, results: unknown-root cause of the issue is undetermined. Conclusion: unknown-root cause of the issue is undetermined; conclusion not yet available: evaluation in progress. (B)(4).

Event description:
An attempt was made to use an admiral xtreme balloon to pre-dilate a lesion located in the femoral artery. The device was inspected and flushed prior to use with no issues noted however negative prep was not performed. During inflation when attempting to inflate the balloon to 7atms, a leakage was noted from the balloon. The balloon was removed and another balloon was used to complete the procedure. It was reported that the patient was fine post procedure. No clinical sequelae reported.

Manufacturer narrative:
Other (root cause of event due to a combination of procedural factors). Operational context contributed to event (B)(4).

Event description:
Evaluation summary: the balloon is confirmed to have been inflated and it shows a longitudinal burst. No other damages are present all along the device. No issues have been identified in relation to the device tip and the proximal balloon bond.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.